Event description:
It was reported that the device displayed invalid data, and was thought to have reset due to the patient receiving radiation therapy. The reset was cleared, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - diagnostics problem: s2d file (B)(4) shows a parity error count=9 between (B)(4) 2012 07:07:40 and (B)(4) 2012 08:14:04.